Event description:
The following was reported: "we were recently made aware of a complaint involving stryker( stem). Dr revised (10th revision) a thr for pain and aseptic loosening. Stryker stem removed and competitor stem implanted. Competitor pinnacle cup was well fixed. +4/10 liner was removed and replaced with a new one. Minimal wear on the liner that was removed. Only replaced due to stem revision."